Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Reporter stated the infusion tube separated from the infusion set while the customer was sleeping. No adverse event was reported. The alleged product was discarded and cannot be returned for evaluation.